Event description:
Downstream occlusion- no med delivery-IV pump failed to alert to downstream occlusion. Rn disconnected tubing from nitro gtt- medication under pressure sprayed from tubing. Piv was clamped/occluded- no med admin for unknown length of time. Htm tested pump, failed testing, indicated the ds occlusion on medium setting was above the +13+_-6 range @21psi. Sent back to baxter for eval and repair. No other details obtained.